Manufacturer narrative:
The reported event was confirmed but the cause was unknown. Evaluation of the catheter showed that the device was split into 2 pieces. The surface was normal in appearance. The catheter shaft looked like it had been cut by sharp tools that could have caused the catheter to split into two pieces. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could have caused the shaft to split but none of the conditions above were evident on the sample. A potential root cause for this failure mode could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" Corrections: b1, b2, d4, h1, h6 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a tear was found in the shaft of the catheter. Per additional information from the investigator via email (B)(6) 2019; upon evaluation of the sample, the catheter was found to be split into two pieces along the shaft of the catheter. Per additional information from ibc via pmda report and email confirmation (B)(6) 2019; the catheter was not torn but broken inside the patient leaving a piece of the catheter inside the body. This piece was removed via cystoscopy.

Manufacturer narrative:
The reported event is confirmed but the cause is unknown. Evaluation of the catheter showed that the device was split into 2 pieces. The surface was normal in appearance. The catheter shaft looked like it had been cut by sharp tools that could have caused the catheter to split into two pieces. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could have caused the shaft to split but none of the conditions above were evident on the sample. A potential root cause for this failure mode could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]: method for use: do not inflate the balloon in the urethra [the urethra may be injured]. Do not pull the catheter hard [the bladder/urethra may be injured]. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged]."

Event description:
It was reported that a tear was found in the shaft of the catheter. Per additional information from the investigator via email 07jul2019; upon evaluation of the sample, the catheter was found to be split into two pieces along the shaft of the catheter.